Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. No timeouts or drive stalls were observed. The pod delivered 45 first prime pulses, deactivating before the start of second prime. No damages were observed. The pod functioned as intended.

Event description:
It was reported that the patient found needle had not deployed as intended. The cannula was not visible and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g6. According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.